Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, co2 gas was leaking from the cannula seal while using the vasoview 7xs device. The surgeon pressed down on the site to continue the procedure. The same device was used to complete the procedure. The hospital did not report any pt effects.